Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 13x3mm, concentric, de novo target lesion containing a bend of <=45 degrees was located in the mildly tortuous and non-calcified right coronary artery (rca). Predilation was performed with the balloon. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the proximal body of the stent was deformed when the stent reached the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 13x3mm, concentric, de novo target lesion containing a bend of <=45 degrees was located in the mildly tortuous and non-calcified right coronary artery (rca). Predilation was performed with the balloon. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the proximal body of the stent was deformed when the stent reached the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).